Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the temple biopsy, the patient was under partial sedation. The staff started off with a cannula, then moved to an oxygen mask. After changing to the mask, the drape covering the patient, as well as the mask, caught on fire. The patient was burnt and mask that the patient was wearing. The drape was thrown to the floor to prevent any further injury. The patient was stable after the incident and was currently at another facility recovering from injuries sustained from the burns. It was presumed that when the handpiece was used with the oxygen mask, it might have, created an oxygen rich environment, causing the fire. The biomed performed output testing using test cables and found that all out for cut, coagulation and bipolar were within specification. The cut was tested at wattage of 75, coagulation at a wattage of 30 and bipolar at a wattage of 10. No issues found. The only issue biomed found was during testing of rem (return electrode monitor) at 135 ohms--instead of getting a value of 135 plus minus 5. The biomed was getting a value of 143 ohms which is 3 points higher than specification. The patient suffered injuries from burns.